Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a low blood glucose of 2.6 mmol/l. The customer treated their low blood glucose with glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose. The customer alleged the insulin pump was over delivering insulin due to the customer noticing when they are low, the pump was still delivering basal and not suspending. Blood glucose at the time of the call was 9.1 mmol/l. Auto mode was active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.